Event description:
When withdrawing the catheter, it was noted that the tip had come off and was in the sheath surrounding the catheter in the lad.

Event description:
Supplemental report - preliminary autopsy result no embolism in the stented vassel.